Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review confirmed the reported event of pairing failure. The root cause was determined to be loss of connection. The reported issue of pairing failure is reportable based on the finding of permanent connection loss.

Manufacturer narrative:
(B)(4).

Event description:
Product was returned for investigation. An exterior physical visual inspection was performed and passed. A voltage check passed at 0.21 vdc.a pairing with (B)(4) bluetooth device was performed and passed. A transmitter functional tester was performed and passed. A share log review was performed. A pairing failure was found.the device has already been scrapped and cannot be held for two years.